Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/29/2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined via data.